Event description:
It was reported that during a gyn procedure there was poor tissue effect. The customer was not aware of any patient consequence concerning blood loss or complications with the procedure. The doctor continued working with the device and the case was completed with no patient consequence.